Event description:
It was reported that the patient who activates the prosthesis at 6 weeks of implantation and returns to consultation that is performed each time the prosthesis is performed is completed and a revision is requested in which it is found. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced erection without activating device due to intra-abdominal pressure. The patient already has less frequency in the symptoms and the physician will re evaluate in 2 months to see if the issue has resolved prior to performing any revision surgery.